Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen bezel began separating when the user removed the device from a pocket, and the device was replaced while blood glucose remained unaffected. Symptoms included no adverse clinical effects. Outcomes included continued therapy using cgm via the dexcom app or receiver and successful return of the original device. Investigation included customer service triage, verification of shipping and return logistics, user education on shutting down the device to prevent alerts, and confirmation of device return via carrier tracking. Investigation of this case revealed a hardware screen bezel separation consistent with component enclosure failure, with no associated alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device enclosure of unknown origin.